Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
Display board- failure iui- contamination damaged- case rear,ail sensor assy,door assy issue with patient side pressure sensor. There was no patient involvement channel error- (B)(6)2019 12:05:26 (B)(6)est-mnr to mjr (B)(6)2019 08:27:52 (B)(6) (B)(6) 2019 12:22:11(B)(6) replaced u4 on display board. (B)(6) 2019 12:23:16 (B)(6) verified u4 solder on display board. (B)(6) 2019 10:14:37 (B)(6)

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.